Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "(B)(6) 2021." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified erratic reading when testing on their adc meter. In "(B)(6) 2021," the customer reported they ' felt cold and felt like passing out" and was unable to treat themselves. The customer's wife provided oral glucose and a peanut butter sandwich to treat the customer's symptoms. Emergency services were called and also provided the customer oral glucose prior to bringing the customer to the hospital. The physician diagnosed the customer with normal blood glucose however still treated the customer with insulin (dosages unknown) for precaution. There was no report of death or permanent injury associated with this event.